Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the existing device being removed and a new ambicor penile prosthesis (app) being implanted. Upon explant, fluid loss was identified in the tubing. There were no patient complications.